Event description:
It was reported that during a percutaneous coronary intervention, guide wire peeling occurred. The lesion was located in the left anterior descending artery. The choice guide wire could not be advanced up to the target lesion and coating peeled off. The procedure was completed with another device. Patient status is listed as good.

Event description:
It was reported that during a percutaneous coronary intervention, guide wire peeling occurred. The lesion was located in the left anterior descending artery. The choice guide wire could not be advanced up to the target lesion and coating peeled off. The procedure was completed with another device. Patient status is listed as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: one device was received in a generic plastic bag. After inspection before decontamination process, device presents the distal tip kink, device received loaded in the hub. The distal tip kinked, 3 main kinks at 1.7, 2.5 and 0.5 cm from distal tip. Also there is evidence of scrape coating all along the wire. The ptfe was properly attached to the guidewire. Guidewire overall length: 182.5 cm. Od proximal end: 0.01525 in, od middle section: 0.01400 in, od distal end: 0.01335in, od poly section: 0.01295in. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).